Manufacturer narrative:
Per tandem's t:flex user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since starting on the pump, customer had accidentally transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Then, the customer exits out of the screen, and programs the correct values into the bolus tab. There was no impact to the customer's blood glucose level.